Event description:
(B)(4). Same case as MFR report #: 2134265-2010-03808. It was reported that during a percutaneous carotid artery stenting treatment procedure, the patient experienced hypotension and a slow flow event. The index procedure treated the 80% stenosed, 5.5x15mm target lesion located in the left internal carotid artery (ica). Treatment utilized a bsc filterwire ez and placed a 10x24mm carotid wallstent. Post the stent placement the patient developed slow flow in the left ica and experienced hypotension which was treated medically. A thrombectomy was performed and the filterwire was retrieved with normalization of flow. Following post dilation with an unspecified balloon the residual stenosis was 0%. Post procedure the patient experienced right groin swelling. The events of hypotension and slow flow were considered resolved two days post the procedure and the patient was discharged. Per the physician, the hypotension was listed as "possibly related" to the carotid wallstent and the slow flow was listed as "possibly related" to the filterwire ez and carotid wallstent.

Event description:
It was further reported that after post-dilation, slow flow developed in the target lesion. Per the physician, this was related to a clogged filter and an export thrombectomy was performed as a precaution. The event was considered resolved the same day without residual effects.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Patient identifier: (B)(6). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).